Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case, it is likely the device interacted with the heavily calcified, heavily tortuous, 95% stenosed lesion during advancement resulting in the reported failure to advance. The investigation determined the reported failure to advance and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a perforation in the heavily calcified, heavily tortuous, 95% stenosed right coronary artery. A 3x33mm xience prime stent delivery system (sds) failed to cross the lesion due to the anatomy. A 2.8x19mm graftmaster covered stent delivery system also failed to cross due to the anatomy. Dilatation was performed with an unspecified balloon. A same sized xience prime stent, and a same sized graftmaster covered stent were used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.